Manufacturer narrative:
The device was returned for evaluation. A visual inspection found customer label, some scratch marks on the mlx unit. Internal inspection of the unit showed that parts of the lamp carriage, the base for the lamp , part of the hot mirror and hot mirror holder was melted. Functional testing found the unit powered "on". The lamp did not ignite and there was extended clicking from the starter board. Further inspection found the damage to the power supply unit and fan wire-harness cable in the bezel was not properly seated into the control board. The DHR reviewed no applicable nonconforming product report / nonconforming material report history. The reported condition was confirmed from the evaluation. The definite root cause of the "smoking and melting of the lamp " in the mlx unit cannot be reliably determined , the likely cause of the defect is the power supply issue or fan cables not seated well which cause the fan not to function leading to the over heating and melting of the components in the mlx unit.

Event description:
A field engineer reported that a 00mlx mlx 300w xenon lightsource was smoking and melted the lamp. The customer burned in a new lamp module without a cable attached. There was no reported patient incident or injury. Additional information has been requested but no other clinical information has been provided.